Manufacturer narrative:
(B)(4). The devices have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported an over infusion of an unk med. The pump was programmed at 25 mg/hr but the bag (unk volume) infused within one hour. There was no report of pt harm or med intervention. Although requested, no additional pt / event details were provided.